Manufacturer narrative:
A united states (us) customer reported discordant, falsely elevated sodium patient results (2 patients) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse took apart the sensor assembly and found rubber debris from an o-ring in the sample port. The rotary valve and canals of the acrylic block were cleaned and inspected. The sensor assembly was reassembled and tested with no errors. A comparison run showed that the quality controls (qc) were in similar range. Siemens concluded the potential cause was the improperly grounded sensor module installed. The issue was resolved with replacement of a second sensor module. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated sodium patient results (2 patients) were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium patient results.